Event description:
Physician was performing a cardiac procedure with a guidewire that was inserted to balloon a coronary artery. Upon removal of the guidewire, it was noted that a tip of the wire had fractured and a small piece was left in the artery per physician instructions. 07/01/2021 phone correspondence from the reporter (B)(6): "the doctor was able to retrieve the tip and it was not left in the patient".